Event description:
Per the clinic, the patient experienced persistent non-auditory pain with and without device use, resulting in the decision to explant the device. The device was explanted on (B)(6) 2013; the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed february 27, 2014.